Event description:
On (B)(6) 2013, the full article was received. The article states that the nausea did not require discontinuation of therapy.

Event description:
An abstract article was received for review. The title was."outcomes of vagus nerve stimulation (vns) in pediatric epilepsy"authors: c. D. Yu, I. Abdelmoumen, s. Ramgopal, c. Powell, k. Remy, m. Libenson, j. Madsen, a. Rotenberg, t. Loddenkemperinstit: mcgill university, boston children's hospital. The abstract reported charts about all patients implanted with the vns at a single center between (B)(6) 1997 and (B)(6) 2011. 252 patients were identified. Complete follow-up data was available for 69 patients. Of the excluded patients, 6 had treatment discontinued during the 12 month follow-up period. Reasons for discontinuation included infection (n=3), nausea (n=1), skin breakdown (n=1), and perceived lack of efficacy (n=1). Sixteen of the 69 patients experienced adverse effects which did not warrant discontinuation of therapy, including voice changes, coughing, throat tickle, difficulty sleeping, and pain over the vns area. This report is to capture one patient who discontinued treatment for nausea. At this time no further information is available.

Manufacturer narrative:
(Abst 1.285.),2012 :abstract "outcomes of vagus nerve stimulation (vns) in pediatric epilepsy" authors: c. D. Yu, I. Abdelmoumen, s. Ramgopal, c. Powell, k. Remy, m. Libenson, j. Madsen, a. Rotenberg, t. Loddenkemper instit: mcgill university, boston children's hospital.